Event description:
Update (B)(4) 2013 - sales rep reported revision surgery of left hip. Lot numbers, mfg dates, doi and dor corrected. Patient was revised due to pain, leg giving out, elevated metal ion levels causing buzzing in the ears and a loose cup with only fibrous ingrowth. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, metallosis, and/or pseudotumor.

Event description:
Update: 02/13/2014 - plaintiff's preliminary disclosure received with medical records. Medical records indicate that the patient was revised to address synovitis, whitish yellowish fluid, and trunnion corrosion. Stem and sleeve added to complaint. Stem remains in situ. This complaint was updated on: 02/26/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. It was not indicated in the reporting that the device was revised and the reported "corrosion" was reportedly wiped off. A search of the complaints databases finds no other reports against the reported product/lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this closed.